Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter was attached with a safety pin with a bandage mefix on the thigh of the patient. The catheter is cut at the level of the safety pin, thus the balloon deflated, and the catheter fell. The patient was monitored to be sure there was no infection.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. 1 actual sample was returned for investigation. Based on the complaint description, it was reported that the catheter is cut at the level of the safety pin, thus the balloon deflated, and the catheter fell. Investigation was initiated by inflating the catheter with red color water and it was observed that the funnel junction had leaked. The inflation lumen was affected by the cut hence caused the balloon deflated and fell off. The sample was then observed under dino lite with 50x magnification and found scratch mark. Leak catheter may occur due to the catheter was accidentally in contact with sharp or pointed object during handling which create a tear and result in lea k. It was also mentioned by the complainant that the catheter was attached with a safety pin with a bandage mefix on the thigh of the patient. Therefore, it is suspected that the safety pin usage had caused the leak. In current manufacturing process, the catheters are subjected to 100% water leak test after funnel injection molding process. Catheter funnel and shaft will be immersed into water with continuous air flow to check for any leak or blockage on both air channel and drainage lumens. Any defects will be segregated before proceeding to the next process. Based on the investigation conducted on the returned sample, such tear may occur due to in contact with sharp objects or edges during handling. In this case, it is suspected that the safety pin attached had caused the leak. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the catheter was attached with a safety pin with a bandage mefix on the thigh of the patient. The catheter is cut at the level of the safety pin, thus the balloon deflated, and the catheter fell. The patient was monitored to be sure there was no infection.